Manufacturer narrative:
(B)(4).

Event description:
It was reported that three days post system implant, the patient was in septic shock requiring treatment with antibiotics and vasopressors. No additional information is available at this time.

Event description:
New information received notes that the event was related to implant procedure.